Event description:
Caller followed directions on box. When they attempted to use the lancet to obtain a blood sample they pushed against finger, but no needle came out of device. The kit comes with 2 needles, and caller had the same problem with the 2nd lancet. Caller notified help line as per directions. Left message, and someone called back. The help line offered to replace kit and stated they would include 2 old lancets along with the new lancet to ensure device would work.